Event description:
A hospital in the us has reported that there were holes in the circuit when it was taken out of the package. The customer alleged that the product failed prior to use.

Manufacturer narrative:
Results and conclusions: please see attached report "circuit leak (adult evaqua)" for details of failure investigations. Regrettably, we were not able to meet our vigilance reporting obligations within the 30-day timeframe in this instance. During a review of our complaints we discovered that this one had not been marked for reporting. This was an oversight due to a new complaint handling division and new processes being put in place at the time this complaint was received. We continue to monitor our complaint handling processes for effectivity.